Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (B)(4) alleging that her onetouch verioiq meter had a battery charge issue. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began approximately 1 month ago (exact date and time not specified). The patient reported that the subject device would not hold charge for more than 3-4 days. The patient stated that she manages her diabetes using insulin (no adjustments) and denied making any changes to her usual diabetes management routine in response to the reported issue. The patient reported experiencing symptoms of "light-headed and low symptoms" an unspecified amount of time before the alleged meter issue began. The patient reportedly self-treated with food/drink in response to the reported issue. At the time of troubleshooting, the csr noted that it was not the first use of the device, there had been no misuse and noted that the patient claimed this was a recurring issue. The csr was unable to resolve the issue and requested the products back for investigation. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.